Manufacturer narrative:
Covidien reference: (B)(4). One endotracheal tube was received for evaluation. Visual inspection was performed, and it was observed that all the components were assembled properly in the tube. Inflation and deflation tests were performed by using a 25cc syringe of air applied to the cuff, and it was observed that it held the air. The sample was left inflated two hours, and after this time no deflation was observed. The customer reported complaint was not confirmed, as the product was functioning as intended.

Manufacturer narrative:
(B)(4). The actual sample was discarded by the customer. However, an unused product will be returned for evaluation.

Event description:
It was reported that, during patient use, the pressure declined in a pretested tracheal tube cuff. There is no information regarding replacement of the device. There is no report of death or serious injury associated with this event.